Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye due to dysphotopsia and refractive outcome. Follow-up indicated that the patient successfully had his replacement lens procedure with another abbott medical optics (amo) lens. The patent's dissatisfaction concerned the halo effect that can happen at night. It was stated that the patient noted a sharp decrease in the halo effect. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 02/09/2015. The explanted lens was returned to the manufacturing site for investigation. The lens was identified as tecnis multifocal intraocular lens. Visual inspection showed that the lens is torn, most probably to make explant possible. At the location of where the tear begins, a small piece of the lens is missing. Due to the condition of the returned lens, additional analysis was not possible. A review of the manufacturing records was performed. The production order was released per sterilization batch (B)(4). There were no non conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and/or material changes within the production order. There were no non conformances with respect to the sterilization process. The in-line optical inspection data showed that the lens was within power specification. Results of environmental control showed that there were no complaint related non conformances within the timeframe the lens was manufactured. There were no associated nonconformity reports or deviations. No other complaints for this production order were received to date. The complaint trend was reviewed and did not show any significant change over historical averages. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.